Event description:
According to the reporter, during a procedure, while the wedge resection, the surgeon tried to fire endo staple with ultra body as usual. After it was fired little bit, it did not work anymore. The knife and staple did not go through into tissue. It happened couple of time for four of reloads and two body. The distal staple line was incomplete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, a during wedge resection procedure. No injury, patient's status: stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. Visual inspection noted that the first and second reloads were partially fired and the anvil clamping mechanisms were deformed. The third reload was received fully fired and the anvil clamping mechanism was deformed. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.